Event description:
It was reported that the customer was attempting to bolus and then she scrolled up to the maximum bolus amount. Customer was afraid to allow the bolus to complete. Customer's blood glucose level was 270 mg/dl. Customer stated that she was able to access the menus but the pump froze again. Customer mentioned a possible scroll wrap issue as well. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No unexpected numbers ramping or scrolling during pour testing. The insulin pump has cracked lcd window, cracked case at display window corner, cracked battery tube threads, cracked belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.